Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not returned to the complaint investigation site for analysis. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the stent was implanted therefore the reported event cannot be confirmed. Malapposition, dissection and hematoma are known inherent risks of interventional cardiology and are listed within the IFU as potential outcome with the use of this coronary stent. This investigation is assigned a most probable investigation conclusion code of known inherent risk of device.

Event description:
It was reported a dissection and hematoma occurred. In (B)(6) 2026, the patient presented with stenosis of the proximal left anterior descending artery (lad). Following pre-dilation using a balloon, the lad was treated with a 3.50 x 38mm synergy xd stent. During treatment, a dissection and hematoma were noted, however following the procedure the patient showed 0% residual stenosis with timi flow 3. The patient was discharged on aspirin and prasugrel. It was further reported that stent malapposition occurred during the procedure.

Event description:
It was reported a dissection and hematoma occured. In (B)(6) 2026, the patient presented with stenosis of the proximal left anterior descending artery (lad). Following pre-dilation using a balloon, the lad was treated with a 3.50 x 38mm synergy xd stent. During treatment, a dissection and hematoma were noted, however following the procedure the patient showed 0% residual stenosis with timi flow 3. The patient was discharged on aspirin and prasugrel.